Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to bleach sample vent ports, flush sample vent, replace all integrated multisensor technology (imt) fluids and sensor, condition imt sensor, and auto-align imt and imt probe. The customer performed advanced cleaned imt sensor and replaced the sensor. The customer used a new diluent check solution and ran diluent check, which failed with bias. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival the customer resolved the issue. The customer successfully ran a diluent check and quality controls. Patient samples were run, resulting as expected. Patient results were also compared with an alternate laboratory, resulting the same. The cse performed a power flush and ran a quick check and diluent check successfully. The customer ran quality controls successfully. The cause of the discordant, falsely low sodium result and negative anion gap results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample and negative anion gaps were obtained on patient samples on a dimension vista 500 instrument. Only the discordant result of one patient was reported to the physician(s). The sample was repeated on the same instrument, resulting higher and a positive anion gap was obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and negative anion gap results.